Manufacturer narrative:
One used d1000 tego connectors (lot# 3782951) was received on december 3, 2019. As received no damage or anomalies was observed. No mating devices were returned. Tego pressure and vacuum leak testing was performed and no leaks were identified. The reported complaint could not be confirmed. A device history review (DHR) for lot# 3782951 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a tego connector where a long air bubble (3-5 cm) was detected in the arterial blood tube approximately 10 cm after the catheter connection. It was reported that the hospital staff have also noticed a sound from the tego during flushing. Taurolock was being used at the time, as well as unspecified syringes (with and without a luerlock), blood tubes and vacutainer. The device was replaced with no further problems encountered. There was patient involvement, no adverse event, no blood loss and no medical intervention required. This report reflects two of two incidents.